Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was under delivering. Customer¿s blood glucose level was 17 mmol/l, at the time incidence. Customer was hospitalized due to high blood glucose level. Customer was treat with insulin pump. Customer reported that the insulin pump was beeping with no any alarm. Customer was okay to troubleshoot. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test. No unexpected alarms or unexpected beeps with no alarms on display noted during testing. Device functioning properly. (B)(4).